Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator could not be interrogated. After a device download, the pacemaker could be interrogated, and showed battery values of 2.46 v, 9.6 kohms and less than 3 months remaining longevity.